Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was used during a stenting procedure within the mid bile duct on (B)(6) 2010. According to the complainant, the stent could not be fully deployed within the patient. The stent was removed in a partially deployed state without issue. The physician used another wallflex stent to successfully complete the procedure. It is unknown if the anatomy of the patient was tortuous. The stricture, however, was not predilated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was used during a stenting procedure within the mid bile duct on (B)(6), 2010. According to the complainant, the stent could not be fully deployed within the patient. The stent was removed in a partially deployed state without issue. The physician used another wallflex stent to successfully complete the procedure. It is unknown if the anatomy of the patient was tortuous. The stricture, however, was not predilated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The returned device presented with the stent fully deployed. There were no issues with the profile of the stent, or with the delivery system. The handle functioned properly, and the outer sheath retracted as intended. The condition of the returned device was not consistent with the complaint event; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
(B)(4) stent partially deployed. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.